Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient was attempting to connect the cassette to the wrong connector. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly setting up for therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connectors on a cassette do not match to the machine and the patient is unable to connect them. The patient was not connected. On a follow up call it was determined that the problem was resolved due to the patient was attempting to connect the cassette to the wrong connector. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.